Manufacturer narrative:
Follow-up #1 date of submission 08/15/2016-product analysis: the device was returned and evaluated by product analysis on 07/21/2016 with the following findings: investigation revealed the battery compartment was cracked in two locations. No battery compartment thread damage was observed. The returned battery cap threads were damaged. The battery cap contact dimensions were within specification. The returned cap could not secure properly to the pump. A test cap was able to secure properly to the pump. Unrelated to the complaint, the display screen was dim and discolored. A cartridge compartment crack was observed. The bolus button cover was damaged. No bolus button response issue was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the battery cap could not be attached and the battery compartment and battery cap were damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.